Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including two percutaneous leads (of the same lot), on (B)(6) 2011. It was reported the leads were explanted and replaced due to a loss of stimulation and unacceptable impedances. The physician indicated the pt had fallen just prior to losing stimulation. No further pt complications were reported as a result of this event.